Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis. The customer was treated with insulin drip. The customer's blood glucose was 158mg/dl. Customer's blood glucose at the time of event was unknown. The customer noticed the reservoir did not fit in the pump. We confirmed with customer that those reservoirs were compatible with current pump. Customer declined to troubleshoot.